Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system stored an untreated episode due to oversensing via a change in intrinsic amplitude. There appears to be some muscle noise. The device has moved a little since implant. Technical services discussed that a device shifting anteriorly will generally have a smaller r wave. The clinic will continue to monitor the system. There were no adverse patient effects. The system remains implanted.